Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the down button does not work. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing and stated that the time was off by 7 to 8 minutes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump programmed with the current time/date, monitored for a week and the time/date functioning properly.